Manufacturer narrative:
(B)(4). The product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is complete.

Event description:
Customer reports the infusion pump alarmed "patient side occlusion" and the nurse noticed a bulging silicone segment while infusing normal saline at 250ml/hr in the adult oncology unit. Customer states there were no orders for IV push medications, and no IV contrast procedures were done. No patient harm or medical intervention occurred. No further patient/event information was reported.